Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Paod - "from november, we continue get the compliant about a4e08, the balloon broken or something (not sure what is it, very like silk?) Shedding from the catheter." Patient status - ok.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that the proximal winding had slipped which was likely due to the device being pulled against a rough surface (when the balloon was inflated). It was determined that the risk associated with this incident is acceptable and that the risk levels remain the same. During the manufacturing process all catheters are thoroughly inspected and tested. Applied medical continually seeks to improve the form, function and ease of use of its products and as part of this process, will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from customer, march 23, 2016: the returned units were not all from the same hospital. The returned units were used on different patients. The returned units were used by different doctors. The balloons were inspected and tested by insufflation before being inserted into the patient. The products were inflated with saline. The balloons were inflated according to the IFU. The returned units were used through the introducer sheath. The introducer sheath was 6f. The vessel had stenosis. Additional information received via email from customer, april 21, 2016: "the proximal winding left inside the patient in the procedure." Additional information received via email from customer, april 27, 2016: the proximal winding was successfully removed from the patient.